Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was unable to boot. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the issue was caused by the hospital¿s biomed performing a factory reset on the switch in the m-cabinet while trying to assist the customer with other networking issues, however resetting the switch disrupted all communication within the system. To resolve the issue, the fse replaced the cisco switch in m cabinet. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed an alert indicating the x-ray system was switched off, preventing a full system boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.